Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's subcutaneous electrode migrated and was dislodged. Infection was suspected as the patient had two previous device implants that resulted in infection. The patient was having an epicardial ventricular tachycardia (vt) ablation, and the physician wanted to assess the patient for infection and possibly reposition the electrode while the patient was on the table post ablation. A swab was taken to check for infection; however, the results are unknown. There was no attempt to reposition the electrode due to the suspected infection. In addition to the patient having a history of infections, the patient is known to have anaphylaxis for no known reason and has other cardiac complications. This subcutaneous implantable cardioverter defibrillator (sicd) and the associated electrode remain in the patient and therapy was programmed off. The physician will determine a course of action at a later date. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information in regard to event outcome. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this patient's subcutaneous electrode migrated and was dislodged. Infection was suspected as the patient had two previous device implants that resulted in infection. The patient was having an epicardial ventricular tachycardia (vt) ablation, and the physician wanted to assess the patient for infection and possibly reposition the electrode while the patient was on the table post ablation. A swab was taken to check for infection; however, the results are unknown. There was no attempt to reposition the electrode due to the suspected infection. In addition to the patient having a history of infections, the patient is known to have anaphylaxis for no known reason and has other cardiac complications. This subcutaneous implantable cardioverter defibrillator (sicd) and the associated electrode remain in the patient and therapy was programmed off. The physician will determine a course of action at a later date. No additional adverse patient effects were reported. It was reported that this sicd was programmed back on, and the associated electrode was explanted and replaced. The patient subsequently presented for system assessment. Visual inspection identified erosion of the replacement electrode. The proximal end of the tip had eroded through the skin and the suture hole and suture were visible outside the body. The erosion site was located at the incision site as the 3-incision implant technique was used at initial implant. A boston scientific technical services consultant discussed programming options and next steps. Proper sensing was observed, and no noise was noted. The original sensing vector was alternate; however, since the proximal end of the electrode was protruding through the skin, the vector was changed to primary. The patient is expected to return next week for electrode replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's subcutaneous electrode migrated and was dislodged. Infection was suspected as the patient had two previous device implants that resulted in infection. The patient was having an epicardial ventricular tachycardia (vt) ablation, and the physician wanted to assess the patient for infection and possibly reposition the electrode while the patient was on the table post ablation. A swab was taken to check for infection; however, the results are unknown. There was no attempt to reposition the electrode due to the suspected infection. In addition to the patient having a history of infections, the patient is known to have anaphylaxis for no known reason and has other cardiac complications. This subcutaneous implantable cardioverter defibrillator (sicd) and the associated electrode remain in the patient and therapy was programmed off. The physician will determine a course of action at a later date. No additional adverse patient effects were reported. It was reported that this sicd was programmed back on, and the associated electrode was explanted and replaced. The patient subsequently presented for system assessment. Visual inspection identified erosion of the replacement electrode. The proximal end of the tip had eroded through the skin and the suture hole and suture were visible outside the body. The erosion site was located at the incision site as the 3-incision implant technique was used at initial implant. A boston scientific technical services consultant discussed programming options and next steps. Proper sensing was observed, and no noise was noted. The original sensing vector was alternate; however, since the proximal end of the electrode was protruding through the skin, the vector was changed to primary. The patient is expected to return next week for electrode replacement. No additional adverse patient effects were reported. It was reported that this sicd and the associated electrode were subsequently explanted. This product will not be returned for evaluation. No additional adverse patient effects were reported.